Event description:
It was reported that this right ventricular (rv) got fractured when the physician was trying to explant the lead, so a portion of the lead was surgically abandoned due to it was not possible to explant. A new right ventricular (rv) lead was successfully implanted. No additional adverse patient effects were reported.